Manufacturer narrative:
The pump was returned to animas. Eval revealed that the force sensor resistance reading was out of calibration. Eval also revealed a misaligned display screen. The force sensor pins were intact at the time of eval. Review of the pump history revealed two loss of prime warnings associated with zero force. The pump was primed and exercised successfully during eval with no alarms occurring.

Event description:
Eval revealed that the force sensor resistance reading was out of calibration. Eval also revealed a misaligned display screen.